Manufacturer narrative:
Analysis of the pump revealed pump hybrid prescription table corruption undetermined cause. The pump suffered a prescription table corruption that caused the pump to reset in to safe mode at some point unknown while implanted.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient; product ID 8781, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported the patient experienced increased pain and the low reservoir alarm occurred. The severity was considered mild and the etiology was medication. The pump was refilled on (B)(6) 2014 and the outcome was resolved without sequelae on that day. It was noted the event was possibly related to the drug, device or therapy and was not related to the implant procedure. The pump was being used to deliver dilaudid and baclofen. Additional information later reported the pump eol. Additional information later reported the patient experienced withdrawal symptoms. The signs and symptoms included nausea, diarrhea, and chills. A catheter access port (cap) contrast study was performed on (B)(6) 2014 and results were normal. The pump was replaced (B)(6) 2014.

Event description:
Additional information later reported the catheter access port (cap) contrast study was performed on (B)(6) 2014 rather than (B)(6) 2014 as previously reported. The dye study showed normal results. Device interrogation was also performed on (B)(6) 2014 and no motor stalls were in the event logs. Due to the acute symptoms and patient history, the doctor elected to replace the pump. The event was considered possibly related to the device or therapy and unrelated to the implant procedure. Patient outcome was reported as resolved without sequelae with a resolved date of (B)(6) 2014.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported the etiology was reported as medication; intrathecal drugs hydromorphone and baclofen. The event was reported as possibly related to the drug. A low reservoir alarm occurred on (B)(6), 2014 which was possibly related to the device or therapy but not related to the implant procedure. The patient's reported increased pain was secondary to the low reservoir. The low reservoir occurred correctly, as the patient missed her refill appointment.